Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-07737. It was reported that the patient's leads were auto-reducing, due to several impedances found to be out of range. In turn, the patient's leads were reprogrammed; but imaging was performed, indicating that the patient's leads have migrated. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-07737. Follow up revealed that the patient's pns system was explanted and replaced, which addressed the issue.